Event description:
The customer obtained a falsely elevated architect total b-hcg result. On (B)(6) 2021, sample ID (B)(6), generated an initial result of 32.15 iu/l and retest of <2.3 iu/l. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, alinity I total b-hcg, list 7p51-30, that has a similar product distributed in the us, list number 7p51-21/-31. Patient information: no further information was provided. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labelling review, device history record review and field data review. Return testing was not completed as returns were not available. Trending review identified no trends for the product. Device history record review did not identify any non-conformances or deviations with the likely cause lot. Labeling was reviewed and concluded that the issue is adequately addressed. The review of worldwide customer field data showed that the median population result for the lot is comparable with all other lots in the field. Based on our investigation, we have determined that there is no general issue with the alinity I total b-hcg reagent lot identified in this complaint.